Event description:
The customer reported 4 corneal burns. The customer does not believe the corneal burns were caused by the system. Add'l info received from the customer stated there were four moderate phaco/corneal burns noted. All requiring sutures, but without injuries reported. The customer declined to provided any more detailed info.

Manufacturer narrative:
The company service rep examined the system and found the system within all product specifications. The system was tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. The root cause of the pt event cannot be determined in this investigation. This report was mailed to FDA on: 8/15/2008.